Event description:
During a routine doctor's appointment, pt compared results obtained on the suspect device to glucose testing performed in a reference lab. Pt's fasting capillary blood glucose, when tested on the suspect device, reportedly measured 116 mg/dl. Within 30 minutes, a venous sample was reportedly obtained from the pt, and when tested in the lab, measured 77 mg/dl. No adverse event was reported and treatment was received. Quality control testing was performed on the suspect device (on the day of the report) and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.